Manufacturer narrative:
(B)(4). Batch # 666a42. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status and condition? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the shaft damage/bent, the closing trigger and anvil in closed position, and with a gst60d reload loaded on the device. The reload was received fully fired. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, an excessive gap was observed in between frame a & b and, the rod firing was noted bent causing the jamming of the device. No further functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument creating the gap on the frame. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the powered stapler would not open after it was loaded. It was not used in the patient. No patient consequences reported. No further information is available.